Event description:
It was reported that out of range intrinsic amplitude measurements were recorded on the right ventricular (rv) channel resulting in an alert in the remote home monitoring system. Review of stored device data noted that the device and this non-(B)(6) scientific rv lead exhibited oversensing of non-cardiac signals resulting in storage of non-sustained ventricular tachycardia (nsvt) episodes. Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).